Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was noted to be dislodged confirmed upon x ray. The lead exhibited high pacing threshold. While repositioning the lead, it was noted that it would not stay in place. The lead was explanted and replaced. The left ventricular lead was found to be dislodged along with the atrial lead. High pacing threshold was also noted. The lead was removed and replaced in order to get access to the coronary sinus. The patient was in a stable condition before, during and after the procedure.